Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. Product monitoring has made multiple attempts to retrieve additional information. To date no response has been received. If additional pertinent information becomes available, the report will be updated. (B)(4).

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with an enteral access feeding tube. The customer reports a previous occurrence of a pneumothorax after placing this ng occurred in late 2013 with a physician placing the product. The staff was re-educated. An x-ray is taken after placement to validate position in the stomach.